Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that their arctic sun device was alarming patient temperature probe out of range. The water temperature seems to be fluctuating all over. They noticed at one point the patient temperature was reading 33.5c, dropped to 30c, and then came back up. Informed nurse this could either be caused by a bad temperature probe or cable. Informed nurse they could try plugging the temperature probe into the bedside monitor if it was compatible to see if it reads accurately on there. If it did, then it might be a short in the temperature cable. They could also try manipulating and flexing the temperature cable to see if this causes the patient temperature to fluctuate drastically. Nurse was not in the room to try troubleshooting. They recommend replacing the temperature probe or cable. If they continue to see the alarm after replacing one, then they recommend replacing the other. Nurse would try this and call back if needed.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The water temperature seems to be fluctuating all over. They noticed at one point the patient temperature was reading 33.5c, dropped to 30c, and then came back up. Informed nurse this could either be caused by a bad temperature probe or cable. Informed nurse they could try plugging the temperature probe into the bedside monitor if it was compatible to see if it reads accurately on there. If it did, then it might be a short in the temperature cable. They could also try manipulating and flexing the temperature cable to see if this causes the patient temperature to fluctuate drastically. Nurse was not in the room to try troubleshooting. They recommend replacing the temperature probe or cable. If they continue to see the alarm after replacing one, then they recommend replacing the other. Nurse would try this and call back if needed. A DHR review is not required as the lot number is unknown. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 2). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that their arctic sun device was alarming patient temperature probe out of range. The water temperature seems to be fluctuating all over. They noticed at one point the patient temperature was reading 33.5c, dropped to 30c, and then came back up. Informed nurse this could either be caused by a bad temperature probe or cable. Informed nurse they could try plugging the temperature probe into the bedside monitor if it was compatible to see if it reads accurately on there. If it did, then it might be a short in the temperature cable. They could also try manipulating and flexing the temperature cable to see if this causes the patient temperature to fluctuate drastically. Nurse was not in the room to try troubleshooting. They recommend replacing the temperature probe or cable. If they continue to see the alarm after replacing one, then they recommend replacing the other. Nurse would try this and call back if needed.